Event description:
Complainant alleged that while attempting to defibrillate a male pt the device successfully delivered one shock at 200 joules. The device then displayed "system fault 36" and "system fault 37" messages. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. The device did pass the 30 joules test performed after the event.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.